Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and blank display. Blood glucose at the time of incident was 458 mg/dl. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer reported that insulin pump is not working and completely blank. Customer changed batteries but nothing is happening. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to interface board broken solder joint and lifted traces. Unable to perform the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Device had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.